Event description:
User facility reports one patient who had two treatments, where clotting occurred in the extracorporeal circuit. In each case, a portion of the patient's blood was not returned resulting in ebl = 150 cc and ebl = 75cc. The bloodlines were discarded. No patient injury or need for medical intervention is reported. No root cause for these event could be determined; a contributing factor may be low heparin dosage.